Event description:
It was reported that a large volume folfusor did not deliver all of its contents to a patient. This occurred during arterial infusion of 5600 mg of fluorouracil in 250 ml of 0.9% sodium chloride. At the end of the infusion time of 46 hours approximately 30 ml of solution remained in the device. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.